Event description:
It was reported the egr blade would not advance or retract. It was reported there was no patient contact and no injury was alleged for this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.